Event description:
Facility was mistakenly sent a pump that administrated solutions in ml/hour instead of ml/day. They had no education on this pump, nor did they know it existed. There are enough similarities between the two pumps -size, weight, shape, type of batteries used, programming, etc.- that no difference was noticed. If there had been educatiion on this type of pump, the differences may have been noticed. This was not the case. A four day pump was given in four hours because facility was sent the wrong type of pump, by mistake. Had been educated on both types of pumps, this mistake should not have occurred.